Event description:
During induction testing, the ICD went into backup vvi reset mode. External defibrillation was applied to rescue the patient. The device was explanted.

Manufacturer narrative:
Analysis found that the device was in back-up vvi (bvvi) mode as received. The product code was downloaded into the device to clear the reset. The device's functionality tested normal throughout bench and automated electrical testing. The device went into reset mode when an external defib was used while the device was charging high voltage.